Manufacturer narrative:
"Initial reporter facility name: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed."

Event description:
It was reported that a syringe 3ml ll 200 s/c was found to be damaged during use. The following was reported by the initial reporter: "3 ml bd syringe being used to draw up diluent for (B)(6) vaccine. Once diluent was in syringe a crack was noticed. No vaccine was wasted as cracked syringe and diluted was discarded."